Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bend in the catheter and stylet associated with difficult catheter insertion was confirmed and the damage appeared to be related to use of the device. One 3 fr per-q-cath catheter was returned for investigation. A stiffening stylet and t-lock assembly were returned within the catheter. An additional stiffening stylet was returned without the t-lock assembly and was received without the catheter. Use residue was observed throughout the sample. The catheter appeared to have been trimmed at the 20 cm depth marker. The catheter was observed to have multiple bends and loops distal to the 10 cm depth marker. The stylet was removed from the catheter and the catheter retained a ¿j¿¿ shape. The stylet was observed to contain multiple bends and kinks. The second stylet returned outside of the catheter also contained multiple bends and loops similar to the first stylet. No knots were observed in any part of the returned catheter or stylets. Based on the description of the reported event and condition of the returned samples, it is likely that the catheter was advanced against resistance causing the stylets to kink. The kinking of the stylets created the "memory" observed by the complainant. The product IFU states, "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s)." A review of the manufacturing records showed no evidence that the reported event was caused by the manufacturing process and no other similar complaints were reported with this lot. A lot history review (lhr) of rebw0230 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was inserted in a (B)(6)-year-old patient and during the insertion, catheter memory was made, preventing the progression of the catheter. It folded inside the vein and the tip of the catheter knotted. The nurse was unable to remove the catheter, so the surgeon was asked to remove the catheter.

Manufacturer narrative:
Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter was inserted in a (B)(6) year-old patient and during the insertion, catheter memory was made, preventing the progression of the catheter. It folded inside the vein and the tip of the catheter knotted. The nurse was unable to remove the catheter, so the surgeon was asked to remove the catheter.